Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure a balloon rupture occurred. The 99% stenosed lesion was located in a calcified and moderately tortuous right coronary artery. While advancing the promus element,mr,ous 3.00x12mm stent to the lesion it was noticed that the balloon had ruptured. The stent was not deployed. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified a tear in the lumen 62mm proximal from the tip and it extends approx 3mm in length. Scratches were also identified on the wire lumen. This type of damage is consistent with excessive force being applied to the delivery system. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Solidified blood was present within the entire length of the guidewire lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure a balloon rupture occurred. The 99% stenosed lesion was located in a calcified and moderately tortuous right coronary artery. While advancing the promus element, mr, ous 3.00x12mm stent to the lesion it was noticed that the balloon had ruptured. The stent was not deployed. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.